Event description:
Pt underwent c-section during surgery, the electrosurgery device was incidentally fired around 5-10 seconds while lying on pt's thigh. 4 x 3 cm burn on left upper, inner, thigh. Third degree burn. Medial vesicles, blisters, then necrotic eschar tissue with vesicle formation at periphery. Dermatology service was consulted and prescribed silvadene cream and clinic follow-up. By the discharge from hosp, the burn was resolving.